Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 06:53:03. During night drain cycle three, the patient's ultrafiltration reading was 2328ml, indicating the home patient (hp) drained 2328ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 2328 ml during therapy initiated on (B)(6) 2011 06:53:03, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the device's event log was performed for the therapy initiated on (B)(6) 2011 06:53:03. Review of the event log revealed the cycle 3 drain was completed on (B)(6) 2011 at 07:15 and the user's actual drain volume during cycle 3 was 2145 ml. The user also completed a manual drain on (B)(6) 2011 at 07:25 and the actual drain volume during manual drain was 179ml. Manual drain of 179ml added to the drain 3 cycle of 2145ml gives 2324ml which shows up as the uf in the therapy log. The drain volume of 2324 ml is 155% of largest prescribed fill volume (lpfv) of 1500 ml; therefore, this incident does not meet iipv criteria.